Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a prostar xl after an interventional procedure. Reportedly, only two of the four needles performed according to the correct procedure. Two needles did not exit. Surgical closure with interposition of bovine pericardial patch. A 10fr sheath was used. A clinically significant delay in the procedure of one hour was reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.